Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static on 60 units. In addition, it was reported that pump shut off unexpectedly and no longer turned on. Customer¿s blood glucose level was 90 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.